Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the injector plunger was bent. Additional information was requested and received and the incident occurred during a cataract surgery. The incident did not prevent the procedure from being completed, but only caused a delay of around 5 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).